Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the screws broke during a surgery. No further information provided from customer and sales representative.

Manufacturer narrative:
Integra has completed their internal investigation on august 22, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; product not returned so evaluation unable to be performed. Therefore investigation for cause cannot be performed. DHR review; the device was not returned and the lot number is not provided by customer. No mean to review the device history records of this lot for the moment. Complaints history; this is the second incident reported about breakage of qwix screws (for the past two years). During the same time period, about (B)(4) qwix screws diameter 4.3 mm have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4). Conclusion: the device was not returned and the number of lot is unknown, so the root cause cannot be determined.